Manufacturer narrative:
The product was returned. Engineer¿s evaluation relayed, "from the investigation we can conclude that the most likely cause of the hole and misting of the polythene is due to movement of the hip in the pouch while being handled and transported. The tyvek blister was also damaged . This type of damage is due to excessive handling and transportation. The review of the manufacturing records and material records showed no deviation or error. Therefore the parts were conforming when they left the facility." Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional related issues for this item. Results of investigation relayed to sales rep via phone. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the technician opened the implant box and felt there may have been a hole in the inner packaging. The surgeon refused to use this particular implant because of the possibility of contamination. Another implant of the same type was used to complete the total hip procedure.